Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A 777000 was reported to have an output below the required threshold. This was found as part of a service event. The unit was found to have a des output power below the threshold, this problem is suspected to be cause by an old version of the plasmablend board on the unit. The unit might also have dirty relay contacts, it needs a new plasmablend socket select board. No repair was done on this unit, this unit was scrapped. A review of the device history record found no deviations that could have caused or contributed to the reported issue. All records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
Device was evaluated at olympus (B)(4). Inspection found that the device output power was below specifications. Further evaluation suspected that the problem found was related to old version of the pb (patient board) found on the unit. Possible issue was also due to dirty contacts on the unit. The identified parts were replaced and device was repaired. Once completed, the device passed all required testing and specifications. If additional information becomes available this report will be supplemented accordingly following investigations.

Event description:
It was reported that the device output was below specifications. The issue occurred during the device maintenance. There was no patient involvement on this event reported. No user injury reported.